Event description:
Additional information was received that left ventricular (lv) lead dislodgement was suspected.

Event description:
During an in clinic follow-up, a loss of capture was observed on the left ventricular (lv) lead. Reprogramming was performed to resolve the event. The patient was stable.